Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A nanotite tm tapered certain® implant 4 x 10mm (item # nint410) was returned for investigation. Visual inspection of the returned product identified clearly evident fractures that have broken off portions of the implant, as well as a heavy coating of residue. The reported device was located on tooth # 19 and was used for approximately 4 years. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported hex fractured due to crown not stable. The reported complaint is confirmed through visual inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that the implant nint410 in site #19 was fractured and removed.